Event description:
A review of service data detected a reportable problem. During servicing, electrode belt failed a pulse lead hi-pot test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval the cable connecting the distribution node to the front therapy electrode was found to have a short inside of the cable insulation. The short caused the electrode belt to fail the pulse lead hi-pot test. The root cause for the shorted cable could not be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.